Manufacturer narrative:
(B)(4). The rt105 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: only the inspiratory tube of the affected rt105 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for lot number 110322. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire adaptor could not be connected to the inspiratory tube of an (B)(4) adult inspiratory-heated breathing circuit during set-up.

Manufacturer narrative:
(B)(4). The (B)(4) adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. (B)(4). The (B)(4) adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire adaptor could not be connected to the inspiratory tube of an rt105 adult inspiratory-heated breathing circuit during set-up.